Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the celling plate had been deformed. The grip and switch box had acquired scratches, while the air water cylinder and suction cylinder had lost their color. The deformation of the plug unit resulted in a loss of water tightness. Additionally, due to damage on the bending tube, the bending section could not be bent downward at all. The plastic distal end cover had a crack, the universal cord had a wrinkle, and the light guide lens was cracked with discoloration. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the colonovideoscope had broken bowden cables. The device was returned for evaluation. During the device evaluation, in both air water cylinder and light guide lens whitish foreign material were found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the foreign material at the lg-lens and foreign material in the air/water cylinder could not be identified. However, it¿s likely the cause is related to leakage occurring from the plug unit. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.